Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the dye study was normal. The patient felt it was not working and was needing it to be replaced soon anyway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 8mg at 1.7mgday and bupivacaine 4mg at 0.85mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient stated that the pump had not been working since mid october. The patient started with increased pain and believes went through withdrawal november 1st. A rotor/dye study of the pump was done on (B)(6) 2017. The patient stated that during the rotor study, the physician noticed something abnormal. At that time the physician decided to replace the pump and a pump replacement was scheduled. The pump was replaced on (B)(6) 2017. There were no known environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
The returned pump passed all functional testing in the laboratory. No anomalies were identified. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy. The pump tested within specification for dispense accuracy. The battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Destructive analysis of the motor assembly did not identify any anomalies. Visual inspection of the peristaltic pumping mechanism (rotor) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. If information is provided in the future, a supplemental report will be issued.